Event description:
It was reported the atrial lead exhibited an increased capture threshold. X-ray confirmed the atrial lead had dislodged. The atrial lead was explanted and replaced. The patient was in stable condition.